Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v754190, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that there was no stimulation sensation and that the issue began couple days prior to the date of this report. The patient reported that the device was not giving them the shocking sensation that they usually get when checked with the patient programmer. The patient noted they did not consistently feel stimulation, but when they checked the device they usually felt stimulation. It was stated that the implant on the left that was different and the device on the right they could feel it. The patient stated it did not hurt, but just had a feeling there. Troubleshooting was performed and the patient saw all three green lights on the patient programmer. The patient also reported interfacial pain and that it began a week prior to the date of this report. The patient noted that the pain gradually came on. The deep brain stimulator (dbs) was implanted for tumor. The patient had not been seen by their health care professional since (B)(6) 2011. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received, a follow up report will be sent.